Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set component separation. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that they had an issue with primary IV tubing. Verbatim: we had an issue with our primary IV tubing at rcmc. The item information is below (sku 2420-0007). We were unable to secure the packaging to identify the lot number, but I do have actual tubing that malfunctioned. 1. Could you please provide a further description of the issue. The connecter broke off and would not stay connected to the IV site 2. When was this defect observed? During or before use? During use with a vasopressor 3. Did the reported issue have any impact on the patient? No ¿ luckily, the rn was right at bedside and observed this so bp did not drop. 4. Any adverse event or serious injury reported to patient or healthcare professional?

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.